Manufacturer narrative:
The correct part number is 90432; not 90434 as previously reported. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced occipital neuralgia resulting in the decision to explant the device. The fixture was explanted (B)(6) 2011. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2011.